Manufacturer narrative:
The device was returned to olympus for inspection. There was no customer reported allegation as the device was returned for periodic maintenance. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue, and due to degradation problem identified, problems that occurred when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the objective lens and the light guide lens had chipped glue and chipped lens. There was no patient involvement.